Manufacturer narrative:
Device code corrected to: "3189" in the initial MDR, previous code not applicable. Result code corrected to: "3221" in the initial MDR , previous code not applicable. Conclusion code corrected to: "67" in the initial MDR, previous code not applicable. Claim#: (B)(4).

Manufacturer narrative:
No serial number reported. This product is not marketed in the us. (B)(4).

Event description:
Planning to do left (os) eye with one. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.